Manufacturer narrative:
The lot was manufactured between (B)(4) 2016 ¿ (B)(4) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a reported that the luer lid connector on a large volume infusor was not securing properly to the patient¿s access which resulted in a disconnection. The patient had woken up one night and the infusion connector had disconnected and fluorouracil had leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.